Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gives a prompt indicating that the device has been disabled. Remote support from the customer care solution center was received, during which the rse guided the customer in running operational checks. Following the checks, the equipment was returned to normal. The device remains at the customer site and no further evaluation is warranted at this time. The rse guided the customer in running operational checks. Following the checks, the equipment was returned to normal. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.